Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated false (B)(6) and false (B)(6) results were generated on the architect i2000sr analyzer. There was no impact to patient management reported. Four examples were provided. Sample one of four ((B)(6)) was reported with the following information: sample (B)(6): architect (B)(6): initial result (B)(6), repeat results (B)(6).